Manufacturer narrative:
The insulin pump passed self test. No display anomaly. The insulin pump was program with several bolus units and no bolus anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call display anomaly. Customer's blood glucose level was over 200 mg/dl. Customer advised that the center of the display screen has a black area. Customer is able to navigate somewhat through the insulin pump except when they want to deliver a bolus. Troubleshooting for the black screen was performed. Customer advised the display screen remained black after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.